Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted via fluoroscopy that the lp had dislodged to the pulmonary artery. The lp was retrieved successfully. The lp was removed and replaced. The patient was stable.